Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the insert did not fit to the surface, during the surgery. Surgery was completed with another insert. Surgery did not extend. There was no harm or injury to the patient or the operator. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as product was returned as visual evaluation of the articular surface found the dovetail feature exhibits flared and compressed the distal surface. There are also damages in various areas of the articular surface. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer® mis multiple-reference 4 in 1 femoral instrumentation surgical technique and the surgical tip: articular surface inserter "proper technique & use" guidance document. The per states that the surgical technique was followed; however, the dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. UDI: (01) 00889024211889 (17) 260630 (10) 64061389. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.